Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the hospital staff found that the penumbra system 3d revascularization device (psr3d) was kinked upon removal from its packaging. The damage to the psr3d was found prior to use and, therefore, it was removed and was not used in the procedure. The procedure was completed using a stent retriever.

Manufacturer narrative:
Results: the psr3d was kinked approximately 157.0 cm, 177.0 cm, 180.5 cm, 186.6 cm, 188.0 cm, 191.0 cm and 192.0 cm from the proximal end. The psr3d stent portion was intact with the delivery wire¿s attachment tip. The psr3d was undamaged. Conclusions: evaluation of the returned psr3d confirmed kinks along the device length. If the psr3d is mishandled upon removal from the packaging hoop, the delivery wire of the psr3d may become kinked. Penumbra revascularization devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.